Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer has been experiencing issues with pump and low blood glucose. The customer's blood glucose was 11 mg/dl. In addition, the customer has encountered low battery alerts and failed battery test. The customer was advised to monitor pump and call back if issue persist.